Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mammogram revealed abnormal lumps. Device evaluation: visual analysis of the returned device identified: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Patient reported left side "mammogram revealed abnormal lumps bilaterally in breast". Additionally patient reported a rupture and implant "grew big." Healthcare professional reported rupture and "there was a little bit of a double capsule on left side." Device has been explanted.